Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.